Event description:
A customer contacted beckman coulter inc., (bec) and reported seeing small fluid drips at the blood sampling valve (bsv) that appeared to be diluent and clenz. The issue is associated with coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. There was no exposure to skin, eyes, open lesions or mucous membranes. Medical attention was not sought by the operator. The material safety data sheet (msds) was not reviewed for this event. The lab has an exposure control or risk management plan in place. There was no report of patient results being affected and there was no death or serious injury to the operator in association with this event.

Manufacturer narrative:
The customer replaced the aspiration tubing between the blood detector and the bsv. Service was not dispatched for this event. The root cause was the loose tubing connection at the bsv which the customer reattached more securely. (B)(4).